Event description:
A physician reported a pt who was skin tested on 13 august 1998 in the left forearm. The pt reported by phone, on 26 august 1998, that the test site had become red, hard, and itchy. The physician advised the pt to use oral and/or topical benadryl for the symptoms. On 10 september 1998, the pt was seen with a 1 cm x 1.5 cm raised, red, inflamed area at the test site accompanied by moderate to severe pruritis at the site, which tended to be aggravated by tight, longsleeved clothing. The symptoms were not being relieved by benadryl. The physician considered the use of an intralesional steriod injection. The physician diagnosed the symptoms as product related hypersensitivity.